Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had pain in the abdominal area. The pocket was revised by moving the device from the abdominal area to the chest. The device is still in use. No further patient complications have been reported as a result of this event.